Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reports she can't read texts or see the computer even with readers, following an intraocular lens implant procedure. She has been prescribed progressive bifocals but reports they didn't work for her. There are two medical device reports associated with this patient. This report is for the right eye.